Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2019-jan-31 indicated a healthcare professional (surgery scheduler) initially reported the event to the rep. It was noted that the cause of the decreased cerebrospinal fluid (csf) backflow and difficulty aspirating from the catheter access port (cap) was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of dilaudid at 0.5 mg/day via an implantable pump at a simple continuous rate for non-malignant pain and failed back surgery syndrome. On (B)(6) 2019, it was reported that during an implant surgery, the hcp had difficulty aspirating csf from the catheter access port. It was reported that the catheter spinal segment was placed intrathecally at t12, anchored, tunneled to the pump pocket, connected to the pump segment of the catheter and then connected to the pump. Periodic drops in csf backflow were observed at each step. The hcp attempted to aspirate from the catheter access port (cap) to confirm a patent connection, but was only able to aspirate approximately 0.2 cc of csf and air bubbles. It was noted that diagnostics/troubleshooting was performed. The hcp tightened the 25 gauge huber needle on the syringe, tried using a new needle and a new syringe. The catheter "collettes" were checked. A dye study was performed and dye was observed pooling in intrathecal space when injected in the cap. A new catheter was placed as a result of this event and would be returned for analysis. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. If information is provided in the future, a supplemental report will be issued.